Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed, resulting in five stored episodes. The episodes were all diverted, and no inappropriate therapy was delivered. However, it was reported that the patient experienced dizzy spells. A guidant representative confirmed that pacing was inhibited intermittently, for up to two beats. The physician could not determine if the dizzy spells were related to the oversensing issue and will continue to monitor the patient and lead.